Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows a vial which has a flesh colored stopper in the vial. The second (2nd) photo shows a syringe which has a blue arrow pointing to what appears to be a flesh colored piece of foreign matter in the syringe. Based on the photo provided it cannot be determined what material the foreign matter is composed of. As a photo of the needle associated with this complaint was not provided the condition of the needle point cannot be determined. Based on the investigation conclusion, the condition reported by the customer could not be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not reported. Root cause description: based on the investigation conclusion, the condition reported by the customer could not be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that during use, coring occurs with a bd¿ blunt fill needle. The following information was provided by the initial reporter: it was reported that the customer is having issues with the needle coring. Some medication vials have a thicker area that the needle has to go through to get the drug.